Event description:
It was reported that during an unk procedure, the customer advised that they had used the device and the end was not lining up. Unk how case was completed. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.